Event description:
The facility reported a pump with failure code 807:01. This problem was identified during patient infusion. The pump was running two channels when the failure code occurred. The effected channel stopped infusing when the failure code occurred. The pump was swapped out and the therapy continued. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.